Event description:
It was reported that the lead exhibited noise reversion episodes. A chest x-ray revealed no anomalies. The lead exhibited undersensing in bipolar mode and noise was noted in unipolar mode. A lead replacement would be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.